Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported patient effect. Based on the information reviewed, the reported patient effect of mitral stenosis appears to be related to procedural conditions and due to the implanted clips. The reported patient effect of mitral stenosis, as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report mitral stenosis. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr), grade of 4. Mitral stenosis gradient level was at 1mmhg. Two clips (70313u185 and 70811u117), were implanted successfully reducing mr to 2; the pressure gradient increased to 2-3mmhg. A third clip delivery system (cds) was advanced to the mitral valve, but the gradient level increased to 8-9mmhg. The third clip was not implanted and was removed. After the procedure, the gradient level was 9mmhg (mitral stenosis). There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided